Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set could not fit to the minicap. It was further reported that there was a separation between the female connector and main body of the transfer set which resulted in a leak. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: expiration date: 05/30/2028 (previously submitted as ni) correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as (B)(4) correction made to h4: device manufacture date: 05/30/2023 (previously submitted as ni). Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the female connector and main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected by hand using an in-lab patient connector with no issues; therefore, the reported connection issue was not verified. The reported leak was not verified. The reported separation was verified. The cause of the separation was related to inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.